Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found syringe plunger error. Functional testing was able to duplicate the customer reported issue. The investigation determined that the q1 chip was broken off the plunger printed circuit board (pcb) and was the cause of the issue. The plunger pcb was replaced.

Event description:
It was reported that device was not detecting pump or the syringe tool. The event occurred during set-up. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.